Event description:
It was reported that the bd alaris pump module smartsite infusion set drawn air into tubing and line. The following information was provided by the initial reporter: pt was receiving arranon chemo by bag, blue ball fell into drip chamber, but air drawn in tubing and line.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample was returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and the IV bag was allowed to empty. The blue ball fell into place and flow stopped. No air in line was observed. The customer complaint blue ball fell into drip chamber, but air drawn in tubing and line could not be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module smartsite infusion set drawn air into tubing and line. The following information was provided by the initial reporter: pt was receiving arranon chemo by bag, blue ball fell into drip chamber, but air drawn in tubing and line.